Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, dark ring and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified two openings striated, one opening crease sharp, stress marks, wear abrasion and nick striated. Based on the device analysis the final assessment is: -two openings striated in the side radius/anterior assessed as surgical damage. -one opening crease sharp in the side anterior assessed as fold flaw opening. -nicks striated assessed as surgical tool scratch like.